Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed unexplained pump reboots. During a visual inspection of the pump, it was found that the battery compartment was cracked on the side from the threads to the cover. The battery cap was not returned. A new test battery cap was able to be attached and was used to complete a 24 hour duration test. There were no pump reboots duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit observed.